Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The hospital tried priming, but there was still no flow observed at the luer. The device was filled with a solution containing ropivacaine hydrochloride hydrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample with fluid inside the bag that contained the sample because the luer was not closed and therefore the fluid had emptied inside the bag. Visual inspection and functional testing observed flow at the luer and flow continued without stopping. The reported condition of no flow/non-delivery was not confirmed. Flow was also observed when the patient control module (pcm) was pressed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.